Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and observed fluid in the degasser line, debris in wash and sample syringes, misaligned sample probe and level detection issues. The fse identified the failure mode as multiple hardware. The fse replaced the degasser, valve assemblies, level detection board, tube connector and synapse, probe holder, seal, wash syringe, and sample syringe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4). Note: while the fse was at the customer site, the customer reported erroneous results generated on (B)(6) 2025 which is addressed in (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for multiple assays, including ion-selective electrolytes (ise), co2 (bicarbonate), cala (calcium), glu (glucose), cre (creatinine), bun (blood urea nitrogen), na (sodium), k (potassium), cl (chloride), alp (alkaline phosphatase), alt (alanine aminotransferase), ast (aspartate aminotransferase), alb (albumin), lip (lipase), db (direct bilirubin), tb (total bilirubin) and tp (total protein) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data generated on (B)(6) 2024 for one patient.